Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left circumflex coronary artery using an indigo system cat rx kit (kit). During the procedure, the physician advanced a guidewire through a non-penumbra guide catheter. It was reported that an additional guidewire was used as a "buddy wire" for additional support. While attempting to advance an indigo system cat rx aspiration catheter (cat rx) over one of the guidewires, the physician experienced resistance and subsequently, the cat rx became kinked; therefore, it was removed. The procedure was completed using a balloon catheter and a stent device. There was no report of an adverse effect to the patient.